Event description:
I was told they had no more devices to inject my medication with. No warning just didn't make anymore. I take this medication for last 20 years (saizen) for my life and they said they didn't make another device. This is emd serano that the FDA approved their easypod in the us. But apparently they let you pay huge amounts of money for their drug but don't have to warn you until you call for a replacement device that stopped working they no longer make the device and have no replacement for it. I will die without this medication because I cant make growth hormone in my body. I dont have the test because dr died. FDA safety report ID# (B)(4).